Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on an unknown date. The patient was also implanted with a non-bsc device, tvt. The implantation dates provided are (B)(6) 2010, but it was no specified which device/s were implanted on each date. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.